Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 510 mg/dl, which she treated with 10 units of a manual insulin injection. She inquired about delivery and no delivery alerts. She was advised that an open circle meant insulin delivery and a dark circle meant no insulin delivery. However, it remained unclear if she received a no delivery alarm. The customer was advised to call back to troubleshoot. No further action needed at the time, and no products were shipped or returned.